Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel rupture).(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A 16-fr gore® dryseal sheath with hydrophilic coating (dsl1628j/17226649) was inserted from the left side, but it could not be advanced beyond the left common iliac artery due to the pre-existing heavy calcification from the left common iliac to the left external iliac arteries. An attempt was made to insert the 16-fr sheath from the right side instead, but it could not be advanced through the right common iliac artery due to the pre-existing heavy calcification. While several more attempts were made to advance the sheath, bleeding was suspected from the right external iliac artery, but the procedure was continued as the patient¿s hemodynamic status remained stable. An attempt was made to insert a delivery catheter for trunk-ipsilateral leg component from the right side, and it was advanced outside of the 16-fr sheath. However, the delivery catheter could not be advanced through the heavily calcified right common iliac artery, and while several attempts were made to advance it, the patient¿s blood pressure suddenly dropped to 40mmhg. An angiography was run, revealing a rupture of the right external iliac artery. It was reported that a vessel diameter was 5mm in a portion of the right external iliac artery. An intervention was performed whereby a gore® viabahn® endoprosthesis was implanted to repair the rupture. The patient¿s blood pressure was recovered to approximately 100mmhg, and the procedure was continued. When another attempt was made to advance a new 16-fr gore® dryseal sheath with hydrophilic coating, the patient¿s blood pressure dropped again. Intra-procedure angiography was run, revealing a rupture in the right femoral artery, located distal to the gore® viabahn® endoprosthesis. The patient was implanted with another gore® viabahn® endoprosthesis to repair the rupture. The patient¿s blood pressure improved, and the initial implant procedure was aborted.